Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to an undetermined cause. A revision surgery was performed in which the cuff was removed. It was indicated that it is believed this is the fourth aus the patient has had. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.